Manufacturer narrative:
Additional information has been provided in b.5. And d.10. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that the company preloaded implantation system had been prepared in advance, with the implants assembled the day before in the operating suite and all preparation trays placed in the operating room at its opening. Consequently, the devices had sufficient time to reach the room temperature, normally maintained between 18°c and 23°c. Regarding the timing of the incident, it occurred approximately one month ago, and the exact sequence of events could not be fully recalled. It is therefore unclear whether the issue arose during implant preparation before injection, during the advancement of the implant within the injector system, or at the moment of insertion into the patient¿s eye. Backup implant was used (same reference).

Event description:
A pharmacist reported that reported that during an intraocular lens (iol) implant procedure, the haptic blocked. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).